Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. No additional information was provided and the customer declined troubleshooting. There was no reported impact to the customer¿s blood glucose.